Manufacturer narrative:
Reference record number (B)(4). Information added to lot# and device manufacture date.

Event description:
Lot number added to lot# and device manufacture date.

Manufacturer narrative:
Reference number (B)(4). The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient was hospitalized for a stoma site abscess and was treated with unknown intravenous antibiotics. The peg tube was removed and the patient was discharged on oral cephalexin.